Manufacturer narrative:
Literatuer citation : ken miyamoto, masami fujiwara, yoshikazu saita, and yhoshiaki fukutoku. "Clinical outcome of balloon kyphoplasty to osteoporotic spinal compression fractures" a2. Mean age 77.7 years (68-95 years). (B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported in an abstract that a total of 41 patients with osteoporotic spinal compression fractures underwent balloon kyphoplasty procedures (bkp) between (B)(6) 2013. It was reported that "cement leakage occurred in 8 cases (19.5%)". No symptoms were reported in association with this event. The type of cement used was not specified in the abstract.